Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and other. It was reported that on (B)(6) 2004 the patient underwent excision of eroded mesh due to vaginal erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain and erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.